Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported surgery was performed on (B)(6) 2016 and the therapy was turned off, but when it was turned back on the programmer showed power on reset (por) message. It was alleged that the por message was due to electromagnetic interference (emi).. The por was still not cleared as of (B)(6) 2016. Additional information has been requested regarding actions and outcomes, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.